Manufacturer narrative:
(B)(4). Eval: no sample was returned for review. Investigation of similar complaint (B)(4) found that no leakage was observed when the cap was not attached to the valve or when the cap was securely tightened onto the valve. However, leakage was observed when the cap was only partially seated onto the valve. The male extension on the inside of the cap is long enough to activate the valve and result in leakage through the loosened cap. Also, the tether on the cap causes some resistance during cap tightening and may be a contributing factor to the partially seated caps. A device history record review has been performed with no relevant findings to this issue. The potential cause of this issue is design related. This issue has been reviewed with the customer and they do not want any changes or in-services but will monitor the situation. This is one of 20 records reflecting multiple occurrences of manufacturer control no. (B)(4). Additional occurrences are documented as MDR # 3005789918-2009-00006, MDR #3005789918-2010-00005, -00007, -00008, -00009, -00018, -00019, -00020, -00021, -00022, -00023, -00024, -00025, -00026, -00027, -00028, -00029, and -00030. Until (B)(6), 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6), 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and canadian reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.

Event description:
It was reported by the clinician that they have been experiencing difficulty with leaking in the (B)(4) tubing set. The leaking occurs at the cap that is attached to the y connection. This occurrence in the pt sometimes causes blood, saline or meds to leak. There have been no pt complications reported.